Event description:
It was reported that retrograde conduction resulting in inappropriate mode switching and pacemaker mediated tachycardia was observed on the device during a remote follow-up. Abbott technical support was recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.